Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuffless tracheostomy tube was used, which has a separate piece included in the package to be used for corking trials (to make sure the patient is able to tolerate tracheostomy removal). This piece, when inserted, prevents the patient from being hooked up to an ambubag, in the event that they would need suction, etc. It was indicated that even if this piece is removed, the connection still does not fit the ambubag. There was a separate piece (cannula) that needs to be inserted to make this connection possible. So, if the patient is in transport, for example, with the cork in place and the other cannula not available, they would not be able to attach an ambubag if needed. The patient died from this exact situation at another hospital. Medtronic was later made aware of new information. The customer did not intend to report a complaint to medtronic for the device as this was a user mistake. The user left the red cap on the tracheostomy tube when the patient when to an exam and forgot to bring the inner cannula. The patient was not able to be ventilated and died.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a dimension/diameter issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: shiley tracheostomy tubes are double cannula tracheostomy tubes with reusable inner cannulae (lpc, fen, cfs, cfn, lgt) and twist-lock connectors. These shiley tracheostomy tubes have a radiopaque, biocompatible outer cannula constructed of polyvinyl chloride. A swivel neck plate allows conformity to individual neck anatomies. Shiley tracheostomy tubes (lpc, fen, cfs, cfn) are available in four sizes: 4, 6, 8, and 10. The shiley laryngectomy tube (lgt) is available in three sizes: 6, 8, and 10. The reusable inner cannula with integral white 15 mm twist-lock connector can be used for standard respiratory equipment and is translucent for easy inspection. The smooth, rounded tip obturator facilitates insertion. The devices are intended for use in providing tracheal access for airway management. The fenestrated devices (fen, cfn) are also indicated when the use of fenestrations is desirable in order to safely and effectively wean a tracheostomy patient. When used in conjunction with the decannulation plug (dcp), the fenestrated tracheostomy tube can provide a means of weaning and/or phonation for the patient. Use of the decannulation plug (dcp) with the fenestrated tracheostomy tubes forces air through the fenestrations and around the tube, and into the upper airway and vocal cords. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuffless tracheostomy tube was used, which has a separate piece included in the package to be used for corking trials (to make sure the patient is able to tolerate tracheostomy removal). This piece, when inserted, prevents the patient from being hooked up to an ambubag, in the event that they would need suction, etc. It was indicated that even if this piece is removed, the connection still does not fit the ambubag. There was a separate piece (cannula) that needs to be inserted to make this connection possible. So, if the patient is in transport, for example, with the cork in place and the other cannula not available, they would not be able to attach an ambubag if needed.